Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: abdomen/failure to occlude (close) fallopian tube(s)"), device breakage ("fracturing of the implant / she said that a piece of the coil broke off and is still inside her"), fallopian tube perforation ("it had gone through the tube and embedded on my intestine"), menorrhagia ("abnormal bleeding (menorrhagia)") and embedded device ("it had gone through the tube and embedded on my intestine") in a 36-year-old female patient who had essure (batch no. D0859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hypothyroidism, migraine, menometrorrhagia, menses irregular, uterine bleeding and fallopian tube cyst. Concomitant products included levothyroxine. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("expelled essure device") and groin pain ("right groin pain"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea and groin pain had not resolved and the device breakage, fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, groin pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 underwent bilateral salpingectomy 5 coils were seen outside the left tubal ostium, 3 coils were seen outside the right tubal ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: failure to occlude (close) fallopian tubes, perforation (other) please describe: it had gone through the tube and embedded on my intestine. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), right groin pain, it had gone through the tube and embedded on my intestine, expelled essure device", reporter, lot number, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.